Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer mentioned that the pump fell on the ground. The customer stated that his pump is cracked and the motor would not push through. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear loose. The customer stated that there was a motor position encoder error alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off end cap, unable to confirm motor error alarm or motor position encoder error alarm due to broken off end cap. Also had corroded motor home switch noted during visual inspection. No unexpected restart noted during testing. The insulin pump was set to correct time and date. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.